Event description:
The pump was returned for investigation. Investigation revealed a dim, faded display. This report is made based on results of investigation completed on 11/11/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 as follows: the keypad was found to be peeling from under the ok symbol, and toward the up symbol. All buttons functioned normally when tested. The keypad was removed for further investigation and no evidence of contamination was observed under the contacts. Unrelated to the initial complaint, the display was observed to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.